Manufacturer narrative:
The catheter was returned in two pieces of lengths 31 cm and 14.5 cm respectively. The tear site appeared to be jagged. There was a surface nick observed approximately 3 cm from the proximal end of the catheter. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. There was proteinaceous debris noted on the exterior of the catheter. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the implanted catheter was suspected to be fractured. According to the report, revision surgery was conducted on (B)(6) 2016, one year after implantation, and the catheter was confirmed to be fractured. The report stated the catheter was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient.